Event description:
Allergan device analysis lab received a lap-band system port and a product field note (pfn) indicating a port replacement for an alleged leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a linear opening with leakage in the port tubing. In addition, analysis noted a striated opening in the port tubing consistent with surgical removal of the device analysis also noted evidence of coring, at the damaged port septum, likely to be caused by the use of a coring needle. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."